Event description:
It was reported that the customer experienced low blood glucose levels of 20 mg/dl. The customer treated herself with grape juice. The customer stated that she was unable to hear the alarms on the insulin pump while she was sleeping. The customer was also having issues with inserting her sensors. The customer stated that the sensor would pierce her skin but would fall out. The customer stated that she may have had low blood glucose levels due to receiving too much insulin. Customer stated that the threshold suspend alarm went off but was unable to hear it. Customer declined troubleshooting for her low blood glucose levels. Customer stated that the insulin pump would give a low predicted alert even thought her blood glucose was fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.